Manufacturer narrative:
The initial decision to report was incorrect resulting in the initial report being submitted in error. This event does not meet criteria for reporting as a serious injury. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Based on assessment, the product met specifications at the time of release. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported an unexpected postoperative outcome following cataract surgery with intraoperative aberrometry. The intraocular lens was replaced in a separate procedure. Additional information received; the surgeon reports this case was irregular. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Additional information provided by the surgeon noted the incorrect pre-operative measurements was verified to be accurate, but were incorrectly entered into the system as a pre-operative variable. Thus, attributing to the post-operative refractive outcome. The root cause of the reported event can be attributed to data entry issues by the customer. The manufacturer internal reference number is: (B)(4).